Event description:
Multiple continu-flo solution set IV tubing was found to be damaged and broken in half with no damage to the outer packaging. Another tubing with the same lot number was noted to look damaged but not severed in half. Lot number is (10)r22d05055. Manufacturer response for IV tubing, continu-flo solution set IV tubing (per site reporter) ongoing.